Event description:
A pt underwent endovascular therapy in 2009. Nothing is known about the pt except that the pt's anatomical form was considered suitable for endovascular repair. The procedure was conducted as labeled. Final confirmatory angiography was performed utilizing the ipsilateral iliac leg sheath and it revealed a distal type I endoleak from the ipsilateral iliac leg. Another manufacturer's catheter was utilized to expand and seal the distal site of the ipsilateral iliac leg. Another manufacturer's 18mm x 8mm stent was placed to successfully resolve the endoleak. As of the same day, the pt has recovered.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. Without information and/or images, we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.